Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic v40 femoral head on her right hip on or about (B)(6) 2012 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic v40 femoral head on her right hip on or about (B)(6), 2012 and was revised on (B)(6), 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update 03-17-2022: head disassociation *update on 28-apr-2022 based on medical review: "[...] The next page is dated (B)(6), 2020 from medical center. An x-ray was taken showing the disassociation. An operation note dated (B)(6), 2020 by dr. (B)(6) the postoperative diagnosis was "right hip prosthetic joint disassociation, felt secondary to trunnionosis, abductor repair failure and extensive pseudo-tumor about the hip joint capsule with extensive metal debris." The operation report is reviewed. The surgeon noted extensive trunnionosis with significant muscle damage. [...] "

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level/ altr involving a metal head was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a total hip arthroplasty about 8 years after implantation due to trunnionosis and head disassociation associated with elevated metal ion levels. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis and disassociation are multifactorial including surgical technique factors, patient factors, and implant factors. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced that relates to abnormal ion level/ altr. Conclusions: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in her blood, right hip prosthetic joint disassociation, felt secondary to trunnionosis, abductor repair failure and extensive pseudo-tumor about the hip joint capsule with extensive metal debris. The event was confirmed via clinician review. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.